Event description:
Taxus express2 post market surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis of the target lesion. The index procedure treated the restenotic mid to distal lad (left anterior descending). Treatment consisted of predilation at 20atm and placement of a 2.5x24mm taxus express2 stent resulting in timi 3 flow. The patient was discharged one day post procedure on bayaspirin and plavix. The patient presented with unstable angina 249 days following the index procedure. On day 250, reintervention consisting of CABG (coronary artery bypass graft) was performed due to a 77% stenosis of the 2.6x14.2mm mid to distal lad. The patient was reported to be taking bayaspirin and plavix at the time of this event. The patient was discharged on day 261 in improved condition. The investigator assessed this event as possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.